Event description:
Customer's daughter reported that approximately two weeks prior to calling customer service on (B)(6), 2012 customer's adc blood glucose meter displayed a blank screen and noted it would not turn on when the button was pressed or with test strip insertion. She further reported due to this customer experienced "high blood sugar which caused a urine infection". Customer self-presented to her healthcare provider and was diagnosed with hyperglycemia and treated with unspecified "antibiotics". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). It should be noted: the date when the event actually occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. Additionally: customer's date of birth is unknown.